Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that were sick with a bad cold and had the worst cough, coughing so hard that they felt like they were being electrocuted. The patient reported they had their cough since friday, and starting that day, it got so bad that if they coughed hard enough, it felt like their whole body was shaking with electricity. The patient inquired if this was anything that their device could be doing to them. The agent reviewed the role of patient services and redirected the patient to their healthcare provider to discuss the symptoms. The agent reviewed options to decrease stimulation or turn off the therapy if desired to see if the patient noticed improvement. The patient wanted to try turning off the therapy. The agent walked the patient through the steps to turn off the implant. The patient stated the therapy was on once connected with the implant on the call, and they successfully turned off the therapy. The patient would monitor the symptoms now that the therapy was off. The agent redirected the patient to their managing healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.